Event description:
Drive devilbiss healthcare received a complaint involving a bath chair from an end user, who stated that "the leg of the bath chair collapsed, and he suffered a strain in his thigh muscle." The end user did not seek any medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.